Manufacturer narrative:
E1. Initial reporter addr 1 (B)(6). Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed in the 2nd photo where 3 underfilled tubes can be observed. Photo # 1 does not show any underfilled tubes. Photo # 3 is a screenshot of the instrument error. 100 retention samples from bd inventory were visually inspected with no issues observed. Additionally, 10 retain samples were functionally tested for draw volume and all tubes tested within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes an unspecified number of tubes appear to be underfilled causing instrument errors related to pressure differences. There was no health impact or consequences reported.